Manufacturer narrative:
Lead model 3487a-56, lot #0203729022, implanted: (B)(6) 2010, explanted: na, anchor model unknown, lot #unknown, implanted: (B)(6) 2010, explanted: na. (B)(4). This device was being used in a clinical trial noted as (B)(4).

Event description:
It was reported that on a post-implant visit on (B)(6) 2020, the patient complained of pain at the left occipital lead anchor site of the implantable neurostimulator system (ins). The patient then underwent a surgical revision on (B)(6) 2010 at which time it was found that the anchor suture was not anchored tightly enough and that the anchor had rolled under the skin. The anchor was re-sutured and, in addition, the ins pocket was revised. It was noted that the previous ins had been a larger size model, and it was found the pocket was too big for the smaller ins model the patient had. Reprogramming was also performed where the pulse width was decreased from 510 to 450 microseconds, and the frequency increased to 100 hz on the anode on the right side. The patient outcome was reported as recovered without sequelae.